Event description:
During an arthroscopic labral tear repair, the physician reportedly utilized a speedlock knotless implant. The implant was inserted into the patient's bone, however, upon disengaging the implant from the inserter the anchor pulled out of the bone. A new bone hole was drilled and another implant was successfully placed. The physician then attempted to place a second and third speedlock knotless implant however, upon disengaging the implants from the inserter, the anchors pulled out of the bone. A competitors product was used in the same bone holes to complete the repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report(s): 3006524618-2012-00701, 3006524618-2012-00702 and 3006524618-2012-00703.